Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Extensive nerve damage [nerve injury]. Peripheral neuropathy [neuropathy peripheral]. Zinc toxicity [meal poisoning]. Pain in upper and lower extremities [pain in extremity]. Numbness in upper and lower extremities [hypoaesthesia]. Balance problems [balance disorder]. Case description: an attorney reported that their adult female client, now (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture. Adhesive, unspecified total daily uses beginning 2001 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage that resulted in peripheral neuropathy, pain in upper and lower extremities, numbness in upper and lower extremities, and balance problems. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.